Manufacturer narrative:
Eval summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company service rep evaluated the unit and could not duplicate the customer reported event. Observed no other issue from event log other than multiple augmentation alarms on (B)(6) 2014. Performed all leak tests and passed to specifications. The unit was released to the customer. A supplemental report will be submitted if additional info becomes available. (B)(4).

Event description:
The customer reported that the unit went into standby mode on it's own, while on a pt. Unit was reset and the pt remained stable.